Event description:
As reported by a field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure involving a 23 mm sapien 3 ultra resilia valve, the commander delivery system balloon ruptured after the valve was successfully seated. The valve was deployed with +1cc added to the delivery system nominal volume. Upon removal, it was observed that the balloon exhibited a longitudinal slit which was attributed to patient calcium. There were no patient complications, and the procedure was completed successfully.

Manufacturer narrative:
Investigation is ongoing.